Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including patient age, weight, and gender); however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a s3 alarm and blank flow was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 2 days ( (B)(6) 2021 per time stamp). Events on (B)(6) 2021 took place during lab testing at abbott. On (B)(6) 2021 at 22:28:37 a ¿tech: flow error¿ can bus send error¿ activated triggering a ¿system alert: s3¿ alarm at 22:28:40. The flow dropped to 0 lpm and activated ¿flow signal interrupted: f2¿ alarms. The f2 alarms were able to be muted and cleared but continued to activate until the console was powered cycled. There were no other notable alarms active in the log file. Pump operation was not affected. The centrimag motor was returned for analysis and was functionally tested and passed all tests, operating as intended. There were no issues identified with the returned motor. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events, including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 3003306248-2021-01113. It was reported that while on the patient the flow began to read ---. The flow probe was changed to diagnose the issue and a s3 alarm was noted. The console and motor were exchanged with new units. Visual inspection of flow probe noted damage to connector end.